Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 281 mg/dl, 478 mg/dl, and 109 mg/dl. Customer stated that he felt low symptoms with reading of 109 mg/dl and treated himself with orange juice and peanut butter crackers. Customer started to feel better in 15 minutes. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that a lithocatch immobilization device was used in a ureteroscopy procedure performed on (B)(6), 2010. According to the complainant, one basket wire was noticed to be broken during preparation, outside the patient. The broken wire did not detach from the device. The procedure was completed with another lithocatch immobilization device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.